Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer was currently off insulin pump therapy. The caller reported the customer has been off insulin pump therapy for three years due to a hospitalization from a motor error alarm. It was reported the customer was admitted into the intensive care unit during this event. The customer's blood glucose was unknown. The insulin pump will not be returned for analysis.